Event description:
A caller reported that their pump battery was not charging despite using a tandem charging cable with a wall outlet. There was no adverse impact on the customer's blood glucose level. The customer attempted various troubleshooting steps, including using a different wall adapter, before successfully resolving the issue by plugging the charging cable into the tandem wall adapter. Technical support advised against using third-party charging supplies and arranged to send a replacement tandem charging cable to the customer.